Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (1750 mcg/ml at 650 mcg/day) via an implanted pump. It was reported that the patient complained of increased spasticity in their legs in the recent ¿couple months.¿ any environmental, external, or patient factors that may have led or contributed to the issue were denied. The hcp did a rotor dye study and there was minimal csf (cerebrospinal fluid) aspirated from cap (catheter access port). The patient was going to be scheduled for a catheter replacement in the future since the catheter was 20 years old and the patient stated that the spasticity was worse in certain positions. The surgery was not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event at this time.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2004; product type catheter product ID 8578 lot# serial# (B)(6); implanted: (B)(6) 2018; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 06-jan-2006, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6); ubd: 19-apr-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.